Event description:
Device failed to deliver the correct tidal volume. Only 10% of preset amount was delivered. Problem was identified after pt was observed to have poor skin color while device being used during a cardiac arrest. Resuscitation was successful but pt expired later. As soon as problem was identified the device was taken out of svc and sent for repairs.